Event description:
The customer originally returned his evis exera iii dueodenovideoscope due to a defective cable issue. The initial reporter did confirm that this issue was not discovered during a procedure, and therefore had no patient involvement. During the device evaluation, foreign material was found on the groove of the distal end. This report is being submitted to capture the foreign material discovered during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, foreign material was discovered on the groove of the distal end, as noted in additionally, the cover lens adhesive was clouded. The bending tube was deformed. The connecting tube's coating was peeling off. The grip, switch box, and universal cord were all scratched. The mouthpiece had corrosion present. The control unit was out of specification due to poor angulation, and the wire stopper was missing. The insertion part had a broken pin, defective arm, and a biopsy channel out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct d4, h4, and g3 of the initial medwatch. Unique identifier (UDI) number is (B)(4). Device manufacturer date is 27-aug -2020 (utc). Correction to g3 of the initial medwatch. The aware date should be 07-mar-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. -objective lens glue discolored. -bending tube deformed. -coating at insertion section peeled. -grip scratched. -biopsy channel port corroded. -switch box scratched. -universal cord scratched. -plug unit dented. -foreign material adhered to forceps elevator. -insufficient angulation range. -wire stopper detached. -biopsy channel damaged. -pin of forceps elevator broken. -metal powder around l-arm. -foreign material was like small piece of broken wire. However, it was not a part of forceps elevator wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material was like a part of some wire, not the forceps elevator wire. Therefore, the material may have been a part of endo therapy accessory used with the subject device. There was a possibility that a part of endo therapy accessory, which was already broken or broken while being used with the subject device, may have been caught in the forceps elevator. However, the root cause was not able to specify since foreign material was not identified. Olympus will continue to monitor field performance for this device.